Event description:
It was reported that less than two weeks after implant of the antibacterial absorbable envelope the patient presented to hospital with headache, light sensitivity, and nausea. It was noted at the hospital that the pocket incision was slightly open and that the pocket was inflamed. An infection was suspected. The pain stim system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.